Manufacturer narrative:
A replacement was provided and an investigation has been initiated.

Event description:
The patient reported that the inogen unit stopped producing oxygen and shut down. A picture of the unit with wavy lines continued to appear even after troubleshooting and resetting. The patient had to go to the emergency room to receive oxygen. The unit is being replaced.